Event description:
It was reported that an ilet insulin pump touchscreen was found cracked upon removal from a pocket, and the device remained operational though no longer watertight. Symptoms included no changes in blood glucose and no injury. Outcomes included the need for device replacement and continued use of cgm via the dexcom app or receiver during therapy backup as needed. Investigation included collection of customer statements, request for a photograph of the damage, and a review of device functionality and return logistics. Investigation of this device revealed external physical damage to the touchscreen consistent with impact or pressure, with no indication of an internal electronic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.